Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient was seen at the hospital and delivered in an ambulance where the patient fainted. A device check was requested due to the fainting but no issues were noted with the device. The device physician suspected that the patient had epilepsy rather an arrhythmia. However, to exclude potential arrhythmia the patient received implantable cardiac monitor. No additional adverse patient effects were reported.